Manufacturer narrative:
Initial.

Event description:
It was reported that a user on day three of ilet use experienced frequent blood glucose fluctuations with post-meal hyperglycemia followed by hypoglycemia while also performing early corrections/ overtreating lows and using meals to correct. The case involved user technique concerns and the user interface as relevant components. Symptoms included episodes of hyperglycemia and hypoglycemia ranging from 31 mg/dl to 304 mg/dl. Outcomes included unexpected medical intervention with oral glucose required due to treatment of lows. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure or method and interaction with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.